Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the insulin pump alarmed with no delivery. The patient's blood glucose at the time of incident is unknown. Troubleshooting could not occur since the patient had resolved the alarm with an infusion set change prior to the call. The customer did not want to return the infusion set or reservoir for analysis. The customer was advised to call when the alarm occurs in order to troubleshoot. No products were shipped or returned.